Event description:
It was reported that the screw extender broke during reduction of the rod. No additional information is available at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.